Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a "deflation". This record is for the right side. Device was explanted and it is unknown if it was replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "deflation". This record is for the right side. Device was explanted and it is unknown if it was replaced.